Event description:
Reported due to hematoma and retroperitoneal bleed. Date of event, a patient had a right femoral arteriotomy closure with a starclose device following a diagnostic procedure. The closure appeared successful. However, 15 minutes after the procedure ended, the pt developed a large hematoma. The femstop was applied and successfully stopped the bleeding. CT scan confirmed a small pseudoaneurysm, some blood in the retroperitoneal cavity, and the clip 3 mm above the arteriotomy in the tissue tract. The hospitalization was prolonged by 3 days and the patient was then discharged home. No blood or IV fluid transfusion was needed. At the outpatient follow up visit after the procedure, the patient was reported to be doing well.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.